Manufacturer narrative:
.

Event description:
The hcp reported, that the pt experienced a return of her gastroparesis symptoms after traveling through a security device at the airport. Further info is being requested from the hcp.